Event description:
Device #1 issue: none. Adverse event: vessel dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that during a left anterior descending (lad) artery stenting procedure, in a heavily tortuous vessel and heavily calcified lesion, a dissection occurred in the left main artery during advancement with an rx voyager (to be used for pre-dilatation). The dissection was treated with a xience stent. Following treatment of the dissection, one xience v, three mini visions and another xience v failed to cross through the deployed stent in order to stent the lesion in the lad. A mini vision was able to cross through the stent, but dislodged in the proximal part of the lesion. A voyager nc successfully crossed and deployed the stent at an unintended site. There was no adverse patient sequelae reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The multi-link mini vision coronary stent 2.25x8 (part# 1007822-08, lot# 9070141) is being filed under a separate medwatch MFR number. The rx voyager was not returned. The lot number was not identified; therefore, a review of the device lot history record could not be performed. Dissection is a known adverse event listed in the rx voyager instructions for use. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.